Manufacturer narrative:
Reference reports 3003853072-2017-00021 and 3003853072-2017-00040 thru 3003853072-2017-00043 for this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a blocker was damaged during surgery when it was being installed. There is no information regarding foreign body retention, patient injury, or whether the procedure was completed using an alternative device. This is report four of five for this event.

Manufacturer narrative:
Reference reports 3003853072-2017-00021 and 3003853072-2017-00040 thru 3003853072-2017-00043 for this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that five blockers were damaged while being installed during surgery. They were removed and replaced with alternative blockers. There were no injuries reported as a result of this event. This is report four of five for this event.

Manufacturer narrative:
The returned blockers were evaluated. The external threads were found to have been damaged in a manner consistent with cross-threading. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.